Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, a fenestrated bipolar forceps (fbf) instrument was having engagement issues on arm #3. The customer obtained a second fbf instrument and the instrument engaged. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) followed up with the site robotics coordinator and obtained the following additional information: the da vinci system was inspected prior to starting with no abnormalities noticed and no issues experienced during set-up. After the trocars were placed, the surgeon recognized that the patient's habitus was larger than anticipated. The surgeon acknowledged at this time that the larger than expected habitus might create additional difficulties. There were no outside influences that were impeding the movement of the system. At one point during the surgery, the robotics coordinator mentioned that visualization was lost, and that was later determined to be due to in-house video cables not sitting securely at the back of the surgeon's console. The robotics coordinator explained that the fbf instrument was not engaging on arm #3. The site attempted to reseat the instrument and drape due to the reported engagement issues. The engagement issue was resolved ultimately by replacing the instrument. However, the second fbf instrument used during this procedure had recognition issues when initially installed onto the system. The customer was troubleshooting this recognition issue when the surgeon decided to convert the procedure to open. The robotics coordinator added that prior to converting, the surgeon experienced difficulties retracting the bowel and the exposure of the vaginal cuff was limited. Additionally, visualization was further limited due to the amount of oozing in the surgical field. The patient tolerated the open procedure fine. The robotics coordinator reported that there was no injury to the patient. The robotics coordinator also reported the surgeon was suspicious of a bowel/mesenteric perforation and had decided to convert. A general surgeon was called into the room at this time; however, the general surgeon determined that this event was nothing that warranted general surgery intervention. The customer was not sure if the blood loss was due to an isi product. The source of the bleeding was the uterine artery although bleeding was also observed from mesentery. Bleeding was noted during extraction of the uterus/tubes/ovaries through the vagina. There is no video recording available. On 19-apr-2022, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the procedure was converted to open when the vaginal cuff was being closed. The surgeon reported bleeding occurred at this time and the amount of blood made it difficult to see. Therefore, the surgeon clarified that the limited visibility related to the bleeding was the reason why he elected to convert to open surgery. The patient lost 300cc¿s of blood during this event; no transfusions were administered. The surgeon said they converted to open rather than laparoscopy because of the visibility difficulties. The surgeon reported that no da vinci product issues occurred during this event that caused or contributed to the conversion. The surgeon said there were no patient anatomy complications that caused or contributed to the conversion. The surgeon reported that this event impacted the patient by extending their hospitalization period. The surgeon has no concerns of this event causing any long-term health complications with this patient. The patient did not experience any post-operative complications. The patient is reportedly doing well in recovery. The surgeon reported that they do not believe any da vinci products caused or contributed to the decision to convert to open surgery, and he attributes the bleeding event to the new staff members who were supporting the procedure. There are no images or videos for isi review. The isi clinical sales representative (csr) contacted isi technical support after the procedure to report the issue. The caller was not with the system at the time of the call. The isi technical support engineer (tse) advised the caller that the account may need to monitor the suspected fbf instrument to ensure the issue does not reoccur. The tse reviewed live logs and found no issues related to universal surgical manipulator (usm) #3.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A follow-up MDR will be submitted if additional information is obtained. Isi received the fbf instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of dislodged conductor wire at the proximal end to be related to the customer reported complaint. For clarification, the instrument was found to have the conductor wire dislodged from the connector at back end when the housing was removed. The wire insulation was not damaged and the instrument failed an electrical continuity test. The dislodged conductor wire was placed back into the connector and the instrument passed the electrical continuity test. An energy delivery test was performed and passed when placed on an in-house system. The root cause of this failure is attributed to a component failure. The reported issue was addressed with phone support. The isi field service engineer (fse) followed up with the isi clinical sales representative (csr) and isi clinical territory associate (cta) the day after the reported event occurred and was informed that the reported system issues did not recur. No site visit was conducted. The system was working properly and no additional action was required. The system logs for this procedure were reviewed and the following information was observed: an error 48100 occurred which is indicative of a recoverable error related to a possible external video device cable connection issue. This error was recovered one minute after it occurred and the procedure was continued with no further relevant errors occurring. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgeon elected to convert the case to open surgery due to limited visibility in relation to bleeding. The source of the bleeding was mesentery and a uterine artery. In addition, the bleeding occurred while the surgeon was closing the vaginal cuff. However, the cause of the intra-operative complication is unknown. It is also unknown how the bleeding was controlled.